Event description:
IV was leaking. Blood was backed up into the tubing. Cisplatin stopped and taken to the pharmacy. A new adapter was placed on end of tubing. Cisplatin restarted and immediately when pump was restarted a small leak from a pinhole size hole in the tubing was discovered. FDA safety report ID# (B)(4).